Event description:
It was reported that biomed stated that the arctic sun device came down from the floor with nurse note of erratic temperature. Upon functional verification, device heated to 40c and cooled to 4c without issues. Heater command was 100%, chiller temperature (t4) was 6.2c, inlet pressure was -6.9, system hours was 2430.1 and pump hours was 2307.1. Biomed requested quote for 2k preventive maintenance. Per sample evaluation results on 02nov2023, it was reported that the arctic sun device would not cool in decontamination. The double bend tube and the chiller evaporator outlet tube were expanded. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not confirmed as the issue was not duplicated during therapy. The temp cable sent to depot was tested and no issues were found. No repairs needed. The device would not cool in decon. The double bend tube and the chiller evaporator outlet tube were expanded. Completed the 2000-hour pm procedure on the device. Serviced the circulation pump sn (B)(6) and mixing pump sn (B)(6), replacing heater lot 1735 with lot 2330, and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # 0626. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review not required, the bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated that the arctic sun device came down from the floor with nurse note of erratic temperature. Upon functional verification, device heated to 40c and cooled to 4c without issues. Heater command was 100%, chiller temperature (t4) was 6.2c, inlet pressure was -6.9, system hours was 2430.1 and pump hours was 2307.1. Biomed requested quote for 2k p.m.